Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit passed selftest. The p-cap locks properly into the reservoir compartment. No pump error alarms in the pump alarm history screen on the event date or two days prior from the event date. The pump was cut open and corrosion was noted on the force sensor assembly, moisture damage on the motor assembly, and moisture damage on pcba 1 were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, stained keypad overlay buttons, cracked select button on keypad overlay, cracked case (battery tube), missing battery cap heat stake posts (2 missing) and scratched case. Exposed to moisture and cracked battery area was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump being damaged; the damage to the insulin pump was due to moisture exposure. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found that there was a functional issue in the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.